Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is speculated that due to the damage of the cable, the image was not displayed because the video communication could not be transmitted to the processor. Cable breakage may be due to user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (osh). Osh checked the subject device and found that the reported phenomenon could not be duplicated, however the endoscopic image was not displayed due to the failure of camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the camera head could not be connected to the processor. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.